Event description:
The customer reported via phone call that they had to visit an emergency room due to insulin flow block alarm. The customer also reported that the insulin pump was not working and was not delivering insulin. Customer stated that the insulin flow block alarm was resolved by complete set change.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.